Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2018, a 25mm trifecta gt valve was implanted. On (B)(6) 2020, the patient presented with severe aortic regurgitation and early structural deterioration. It was reported that the patient will need revision surgery and is considered high risk. Additional information has been requested.

Event description:
In 2018, a 25mm trifecta gt valve was implanted. On (B)(6)2020, the patient presented with severe aortic regurgitation and early structural deterioration. It was reported that the patient will need revision surgery and is considered high risk. The patient status is reported as unknown. Additional information was requested, however is not available.

Manufacturer narrative:
An event of regurgitation and structural valve deterioration was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.